Event description:
A sample was analyzed for troponin I on two dimension rxls and an alternate methodology. Results of 1.4/1.4 ng/ml were obtained on the rxls. Results of 0.15/0.18 ng/ml were obtained on the alternate methodology. It is unknown if the values were reported to the physician. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. At this time, the cause of the discrepancy is unknown.

Manufacturer narrative:
Further evaluation of the devices is required. The cause of the discrepancy between the instruments is unknown.